Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a pericardial effusion and hypotension. After a pulse field ablation (pfa) procedure with a farawave pulsed field ablation catheter the physician mentioned resistance noted was during transeptal attempts and that transseptal access was lost and a small pericardial effusion was noticed on the intracardiac electrogram (ice). Continuation of pressors was required and once in the post anesthesia care unit, the physician notified that the patient had a persistent hypotension and escalation of vasoactive medication was required. The patient was transferred to the critical care unit where a pericardial effusion and right-sided pleural effusion was noticed on CT imaging due to worsening condition. A chest tube was placed. The patient had significant blood collection in the right pleural space. A thoracic surgery is being planned. The device is not expected to return for analysis as it was disposed.

Manufacturer narrative:
Correction: patient codes, added pleural effusion (B)(4). It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a pericardial effusion and hypotension. After a pulse field ablation (pfa) procedure with a farawave pulsed field ablation catheter the physician mentioned resistance noted was during transeptal attempts and that transseptal access was lost and a small pericardial effusion was noticed on the intracardiac electrogram (ice). Continuation of pressors was required and once in the post anesthesia care unit, the physician notified that the patient had a persistent hypotension and escalation of vasoactive medication was required. The patient was transferred to the critical care unit where a pericardial effusion and right-sided pleural effusion was noticed on CT imaging due to worsening condition. A chest tube was placed. The patient had significant blood collection in the right pleural space. A thoracic surgery is being planned. The device is not expected to return for analysis as it was disposed.